Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation in (B)(6) 2014 (exact date unknown). In addition, communication could no longer be established between the ipg and patient programmer. Additional patient programmers were tried to no avail. The physician elected to proceed with surgical intervention. The ipg was explanted and replaced which resolved the reported issue. Effective therapy was restored following the procedure.